Event description:
Report received from USA stating that the device has a bent drive shaft. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The complaint of "drive bent" could not be confirmed. The device met all mfg specs. If add'l info is received, a supplemental MDR will be sent. (B)(4).